Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed).

Event description:
It was reported that an attempt was made to implant the lead. The lead was not used due to positioning difficulties related to patient anatomy. Another lead was implanted. No patient complications have been reported as a result of this event.